Event description:
Allergan aesthetics received a report of a patient treated upper back/flank area on (B)(6) 2020 with coolsculpting developed paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks on (B)(6) 2020 and on (B)(6) 2020 and may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 21jun2024. (Correction to year).

Event description:
Allergan aesthetics received a report of a patient treated upper back/flank area on (B)(6) 2020 and (B)(6) 2020 with coolsculpting developed paradoxical hyperplasia (ph).